Manufacturer narrative:
Device received with unresponsive buttons, problem isolated to keypad assembly. Unable to perform displacement test or self test due to unresponsive keypad.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had keypad anomaly. The customer¿s blood glucose was 5.4 mmol/l. The customer stated that the down arrow was not responding from time to time. The troubleshooting was performed. The customer was advised that the insulin pump will need to be replaced and to discontinue use of the insulin pump and revert to a back up plan. The insulin pump will be returned for analysis.